Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. No further information is expected. K miyata, s otani, r nejima, t mihai, t samejima, m honbo, k minami, s amano (2009) comparison of postoperative surface light scattering of different intraocular lenses. Br j ophthalmol 2009; 93: 684-687. This report was mailed to FDA on: 06/19/2009.

Event description:
In a journal article, the authors reported the density of intraocular lens (iol) surface scattering increase starting six months after surgery and throughout the three year period, whereas the density was stable in the competitors iol groups. The density of surface scattering in the ma group at three years after surgery was significantly higher than in the competitor iol groups. Visual function, assessed by bcva, contrast sensitivity, and color sense, was not significantly different among the groups. The increase in the density of surface scattering observed in this study may be clinically negligible. The grades of surface scattering differ among the manufacturers, even with the same acrylic material. No further information is expected.